Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient experienced elevated blood glucose (bg) over 200mg/dl with ketones while on a back-up plan for insulin delivery. The pump was reportedly being replaced and the patient was on a back-up plan awaiting delivery of the replacement pump. The reporter was advised to contact the patient's healthcare provider for treatment of the elevated bg. This complaint is being reported because the patient allegedly experienced hyperglycemia while on a back-up plan for insulin delivery while awaiting a pump replacement.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of the black box and download history revealed loss of prime warnings on (B)(6) 2013 at 11:01. Deliveries were not resumed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The complaint could not be duplicated during the investigation.